Event description:
It was further reported that a lead with the serial number (B)(4) was involved in the event. It was noted that the patient reported it on 2013 (B)(6) and there was an examination done on 2013 (B)(6). It was noted that the patient was referred to a spine surgeon for a paddle lead consult on 2013 (B)(6) and then referred for a second opinion on the paddle lead on 2013 (B)(6).

Event description:
It was reported that there was stimulation in patient's right leg and no adequate stimulation for low-mid back pain. The fluoroscopy image taken on 2013 (B)(6) showed lead migration. No action was taken so far and the event status was noted as ongoing.

Manufacturer narrative:
Product ID 3776-45 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger product ID 3776-45 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
It was noted that the stimulation in the patient's right leg was unwanted.

Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead.

Event description:
Additional information received reported that the clinical diagnosis was undesired stimulation. It was noted that the device diagnosis was lead migration or dislodgement. It was noted that the patient experienced unwanted stimulation in her right leg and was not getting adequate low-mid back pain. It was noted that the fluoroscopy image showed lead migration. It was noted that diagnostic methods included imaging which was abnormal showing lead migration on (B)(6) 2013. It was noted that the patient reported on (B)(6) 2013 and the examination was on (B)(6) 2013. It was noted that the patient was referred to a spine surgeon for paddle lead consult on (B)(6) 2013 and had a referral for a second opinion for paddle lead consult on (B)(6) 2013. The event status was noted as "ongoing: (B)(6) 2013".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was unresolved with no further action planned.

Manufacturer narrative:
(B)(4).